Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen intermittently registered touches on the lock screen. Reportedly, the issue became resolved once the customer was on the pump menu and the customer continued using the pump for insulin therapy. Customer¿s blood glucose was 179 mg/dl.